Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device was discarded by the facility. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: clamping and / or activating the device without having tissue between the jaw assembly tissue accumulation between the blade and jaw assembly. Improper usage and inadequate cleaning of instrument. Ancillary equipment issues (hand piece / generator). The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. The instruments allow for the coagulation of vessels up to and including 5 mm in diameter. Do not attempt to seal vessels in excess of 5 mm in diameter. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Do not touch the instrument to metal while activated. Do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that through case review the physician found post-op bleeding related to the harmonic scalpel device. The patient was readmitted directly from pacu back to the or for an additional procedure. The patient was hypertensive, indicating blood loss. Blood transfusion was administered to the patient. These are commonly used devices that are readily available.